Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve gastrectomy, the device was unable to fire and unable to squeeze handle, at the time of shooting the recharges did not fire, they have to spend two more recharge. The patient was alive with no injury.